Manufacturer narrative:
Manufacture date will be provided in a f/u report when available. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4) . Sorin group USA received a report that the pump stopped during surgery and needed to be hand cranked. The pump reportedly produced error code 03004. A sorin group field service rep was dispatched to the facility to evaluate the pump. The field service rep was unable to reproduce any error code but found a problem with the speed potentiometer and the form display panel. The speed potentiometer and the front display panel were replaced and they have been returned to sorin group (B)(4) for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete. There was no injury to the pt. The facility indicated that they intend to lie a medwatch. This medwatch is being filed as a result of this action.

Event description:
Sorin group USA received a report that the pump stopped during surgery and needed to be hand cranked. The pump reportedly produced error code 03004. There was no injury to the pt.